Event description:
It was reported that coil embolization procedure to treat a growing aneurysm was successfully performed. The aneurysm had a fenestration and a fusiform dilatation. An hour and a half after waking up post procedure, the patient had difficulty breathing and developed left side paralysis. The patient was treated with steroids. The physician stated that the patient's post procedural complications "attributed to post coiling swelling." Three hours post procedure, a magnetic resonance imaging (MRI) was performed. The patient recovered. No further information was provided.

Manufacturer narrative:
The device was implanted, date is unknown. Device manufacture date: unknown.